Event description:
Information was received via medwatch that patient's pulmonetics" ventilator alarmed for low volumes. The cuff of the bivona tracheostomy tube was checked, and was down 2ml of water from earlier shift. Clinician presumed a cuff leak and changed the tracheostomy tube. Patient did not decompensate or desaturate. After the change, no further volume alarms occurred and issue was resolved.